Manufacturer narrative:
Details of complaint: on 5/22/2019 customer stated their gz transmitters went down on (B)(6) 2019. The entire network went down for 5 minutes and came back up. Customer was unable to provide additional information. Customer later called to report the same rooms (18, 19 and 20 on the 6th floor) were still down. The issue started late night on (B)(6) 2019. Service requested: troubleshooting. Service performed: troubleshooting. Investigation conclusion: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. Additional device information: d11 & c2: the following devices were being used in conjunction with the transmitter: central nurses station (cns): no model and serial number was provided. Corrected information: initial reporter address: changed from: (B)(6) .

Event description:
The customer reported that their gz transmitters went down on (B)(6) 2019. The entire network went down for 5 minutes and came back up.

Manufacturer narrative:
The customer reported that their gz transmitters went down on (B)(6) 2019. The entire network went down for 5 minutes and came back up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their gz transmitters went down on (B)(6) 2019. The entire network went down for 5 minutes and came back up.